Event description:
It was initially reported that the pt heard an alarm. Pt reported a pump refill occurred on (B)(6) 2010 and the low reservoir alarm date of (B)(6) 2010. It was later reported that the event was attributed to the catheter. The pt had or will undergo replacement of the pump and catheter. The pump contained hydromorphone 10 mg/ml; daily dose - "5". The pt experienced nausea, weakness and increased pain. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).